Event description:
Pt had residual volume of 5 mls in pump at time of refill on two separate occasions when reservoir should have been empty. Dye study was performed to confirm catheter patency. Pump was explanted, replaced and returned for analysis to MFR.